Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced high blood glucose event on (B)(6) 2026.the blood glucose level was 540 mg/dl and the patient was treated with correction injection via multiple daily injection and bolusing via pump. The patient had ketones. The patient was leaner and muscular. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.